Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic for follow up. Review of the device revealed multiple non-sustained right ventricular over-sensing episodes resulting in shocks. Right ventricular lead test showed loss of sensing and loss of capture. Tachy therapy was turned off and the patient was scheduled for lead revision. During revision procedure on (B)(6) 2020, physician noted that the lead was dislodged and pulled back into the right atrium. The lead was repositioned successfully. The patient was in stable condition before, during, and after the procedure.